Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that out of range quality controls (qcs) and discordant, falsely low carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument on (B)(6) 2018. Siemens cleaned and aligned the probes on the instrument; siemens aligned the reagent probe 4 and ran check 1, resulting acceptably. It was also noted that quality controls (qcs) were out of range initially but recovered acceptably after the probe 4 alignment. Siemens advised the customer to replace the reagent probe 4. The customer did not replace the probe and ran patient samples while qc was out of range. The dimension vista operator's guide, recommends to investigate the cause before running patient samples if qc results are outside the laboratory's acceptable limits. On (B)(6) 2018, a siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran special method testing (smt), replaced sample 1, 2 and integrate multisensor technology (imt) mixers. Cse recalibrated co2, resulting acceptably. The cause of the discordant, falsely low co2 results is use error. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00616 was filed for the same event which occured on (B)(6) 2018.

Event description:
Discordant, falsely low carbon dioxide (co2) results on multiple patient samples and out of range quality controls (qcs) were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.